Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mini drawers failed to open or recover through the application. A field service engineer (fse) after testing all 14 mini drawers, the fse determined that the mini drawer controller board was defective. The fse powered down the station, removed the drawer, replaced the controller board and all affected mini engine control units, reconnected all cabling, and reinstalled the drawer. The fse ran the hardware test application (hta) and verified that all 14 mini drawers opened and closed individually without issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station cp-or3 mini tray failed and unable to recover. Customer stated that system indicated error as a short circuit. Prior to this, the system had been popping multiple trays when only one should have opened at a time and unable to access any of the meds in the mini trays. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.